Event description:
It was reported to nova biomedical that a consumer received a result in the 300's. According to the consumer, she experienced a hypoglycemic event requiring medical intervention. Treatment prior to the high reading or after the high reading is unknown. When the emts tested the consumer with their blood glucose meter, getting a result of 42 mg/dl. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.